Event description:
Severe resistance was encountered as the stent was advanced to a vertebrobasilar occlusion. The stent was delivered to the target lesion; however, the physician was unable to release the stent due to significant resistance. The physician applied some force in an attempt to deploy the stent; however, failed to deploy it. After the whole stent delivery system was removed , it was noted that the distal portion of the outer body was fractured. The procedure was competed using another of the same device. There was no clinical consequence to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.